Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. The customer reported that they changing battery more frequently, insulin pump has rejected new battery, lost setting, insulin pump no longer gives low reservoir warning. The troubleshooting was not performed. The insulin pump will not be returned for analysis.